Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly developed open wounds under the electrodes. The patient's wife stated that the patient is very large and the electrodes were folding into his skin. The patient contacted a dermatologist and the patient tried a steroid cream, powder, and niostatin which did not help the condition. Follow up indicated that the wounds were healing when the patient stayed in an air conditioned room.